Manufacturer narrative:
We are awaiting the return of 1 device. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest phoenix handpiece would not hold burs. No injury resulted in the event.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.